Event description:
I used poligrip, fixodent from approx (B)(6) 2008. While I was using poligrip fixodent, I began experiencing numbness and tingling in my extremities. In (B)(6) /2010, I was diagnosed with neuropathy, blood test taken at that time showed that I had low levels of copper and high levels of zinc in my blood. My neuropathy is permanent and requires continued medical care and treatment. Dose or amount: denture cream. Frequency: twice daily. Route: oral. Dates of use: (B)(6) 2008 - (B)(6) 2010. Diagnosis or reason for use: denture adhesive cream. Event abated after use: no.